Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed to ventilate during use. There was no injury reported.

Event description:
It was reported that the device failed to ventilate during use. There was no injury reported.

Manufacturer narrative:
Review of the records stored in the log file revealed that there was indeed no technical problem with the ventilator. Just from the beginning of automatic ventilation during the concerned procedure a massive leak in the circuit came into effect. The device alarmed repeatedly for apnea and mv low, in the further course also pinsp not attained and fg low or leak - these are all indicators for a significant leakage in the patient circuit. The user switched several times between man/spont and pressure/volume mode w/o any notable improvement of situation before the device was switched off after approx. 25 minutes, finally. Dräger concludes that there is no issue with the device which would require repair or correction. Ventilation during the particular procedure was disturbed by a significant leakage outside the device which was alarmed accordingly. As a side note, the user had reportedly observed that the piston got stuck. Evidence that there was nothing happening like that is based on the following: during the last few minutes before entering standby mode the device was operated in man/spont. In this mode the piston is moved into the upper end position to keep the system volume as small as possible allowing a better efficacy of the manual patient support. The log demonstrates that the user had removed the breathing system from the ventilator unit during this phase whereby a view into the inside is possible. Most likely, the intended upper piston position was perceived as unusual by the user leading to the impression that the ventilator got stuck. But in fact it was not.